Event description:
The reporter stated that the surgeon inserted an aq2010v 3 piece silicone lens. The wrong lens was inserted. The incision was enlarged to remove the lens. Another lens was inserted and a suture was required to close the wound.